Manufacturer narrative:
(B)(4). Additional information: the analysis results found that one ec60a device was returned with no visual non-conformances and without a cartridge reload present. In addition, a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the articulated position with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. The event could not be confirmed as no malformed staples were noted during functional testing. While no conclusion could be reached as to how the pan became dislodged from the reload, in addition it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during an unknown procedure the staples on the distal part of the staple line were unformed after the third firing with blue cartridge reload. Two gold cartridges were used before this event. Changed to a new device and reload to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.